Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a female who has had one pregnancy and no live births presented in active labor ((B)(6)) to labor and delivery with contractions. During the second stage of labor, an emergent c-section was required due to fetal bradycardia that was not apparent on the electronic fetal monitor until an internal fetal scalp electrode was placed. At the time the bradycardia was discovered, the c-section was performed. The baby had a triple nuchal cord, born with no detectible heart rate and neonatal resuscitation program was initiated. The pt was transported to the nicu in critical condition. The infant was resuscitated post-partum, and transferred to (B)(6) where they determined the infant had no brain activity thus transferred back. This was a post-term infant with (B)(6) complete weeks of gestation. The baby was delivered asystolic, and required full resuscitation including intubation, positive pressure ventilation (ppv), chest compression, multiple epinephrine doses and central line placement. Her apgars where 0, 0, and 0 at 1, 5 and 10 minutes. Heart rate was obtained approximately 13 minutes into resuscitation. Severe hypoxic ischemic encephalopathy; the family with drew life support and infant expired two days later.